Event description:
It was reported that even though no difficulties were encountered during insertion, upon removal, it was found kinked.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.035" (0.877mm) diameter spring wire guide (swg). The returned swg was bent with offset coils approximately 4cm from the distal j-end. The proximal end of swg appeared to have been cut off with approximately 3cm missing including the proximal weld. The offset coils were consistent with a shearing type force being applied by an object such as an introducer needle or dilator during use. The complaint report specifies only swg kinking. It does not suggest that the swg was cut unintentionally during use. Instructions for use (arrow (B) (4)) describe suggested techniques to minimize the likelihood of swg damage during use. The instructions warn against cutting the swg to alter its length. The device history records for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg kinking was confirmed through visual inspection of the returned sample. Based upon the observed damage and previous investigations, the potential cause was determined to be procedure/patient anatomy related. A CAPA has been initiated to address this issue.